Manufacturer narrative:
Initial 12-12-2024. Investigation is not finalized as the affected device has not been received yet. A follow-up report will be submitted when the investigation has been completed. Follow-up 02-14-2025. Updated fields: b4: date of this report. G6: follow-up. H2: additional information. H6: type of investigation and investigation conclusions. H10: related report number added. H11: the reported failure of a hole in the reservoir bag could not be verified as neither the sample nor pictures were returned for investigation. The reservoir bag of spur ii is first welded with a white flange by supplier. It is then assembled at our manufacturing site with inlet valve housing and compressible bag. During this process, 100% visual inspection and 100% reservoir bag test is performed. Therefore, if there is a hole on the reservoir bag, it would be easily detected. Due to the sample not being returned and limited information, the root cause is unknown. This failure has been identified in the corresponding risk management file and has been evaluated to have acceptable risk. Additionally, the IFU states among warnings "always inspect the resuscitator and perform a functional test after unpacking, cleaning, assembly and prior to use", while function test method for oxygen reservoir bag includes 'check that the reservoir fills. If not, check the integrity of the two valve shutters or for a torn reservoir.' Lastly, cautions state 'do not pull as tearing may occur.'. Operators have been notified and have been trained for this issue. We will continue monitoring the market for similar failures.

Event description:
Customer could not resuscitate a pediatric patient and could not get chest rise. Patient was declining rapidly due to the clinicians not being able to bag successfully with the resuscitator. They were able to successfully oxygenate the patient once switching to another resuscitator. Resuscitator had a hole in the reservoir bag.

Manufacturer narrative:
Investigation is not finalized as the affected device has not been received yet. A follow-up report will be submitted when the investigation has been completed.

Event description:
Customer could not resuscitate a pediatric patient and could not get chest rise. Patient was declining rapidly due to the clinicians not being able to bag successfully with the resuscitator. They were able to successfully oxygenate the patient once switching to another resuscitator. Resuscitator had a hole in the reservoir bag.